Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received reported that the patient first started experiencing the burning, redness, and warmth at the incision site at the beginning of (B)(6) 2016. The healthcare professional (hcp) reported that pathology and culture was done on (B)(6) 2016. There was a report of a surgical diagnostic that was performed in regards to the infection. A wound culture was done on (B)(6) 2016 and the primary care physician started the patient on antibiotics in the beginning of (B)(6) 2016.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported burning/redness/warmth at the battery incision and redness at the spine incision. There was no environmental/external/patient factors that they were aware of that may have led or contributed to the issue. The patient was instructed to seek medical guidance from their medical doctor. The issue was not resolved at the time of the report. No surgical intervention occurred and it was unknown if a surgical intervention was planned. The patient was seen by their primary care physician for redness and drainage for their generator incision. They reported being started on antibiotics. The patient called and reported that their entire system was explanted on (B)(6) 2016 for infection. Relevant medical history includes non-malignant pain and other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.